Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.

Event description:
It was reported that the pacing lead impedance had decreased over time and the capture threshold had increased. Noise was not producible during testing. The physician opted to monitor the pacing lead impedance measure cements.